Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that during a meniscal repair the truespan deployed both anchors at once. The procedure was completed with a second device with a 30 minute time delay. The affiliate reported that it was unknown if there was any patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate additional information provided by the affiliate reported that only one device involved in this complaint. Therefore, this impacted product will be voided. Corrected data: (adverse event): correction: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown. Additional information: subsequent follow-up with the customer, additional information was received. The reporter stated that the implant did not break or bend. It was reported that the patient has normal bone quality. It was reported the implant was removed completely. It was reported that the surgeon did not do anything with the bone. It was reported that the surgeon fully depressed the trigger until it clicked and he did it by surgical technique recommendations. It was reported that the tip of the needle still in scope view. It was reported that the surgeon penetrated the meniscus all the way to the depth stop. It was reported that the surgeon used a probe. It was reported that the failure occurred with the first implant for truespan but not for meniscus repair. It was reported that the detached implants were removed by cutting through the instrument's hole. The reporter was (B)(6). Contact information and address have been updated accordingly. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part-lot number combination per qlik query executed 03/11/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.